Event description:
It was reported by the rep that the (1) ez45g was used during a lobectomy procedure. It was reported that upon the second firing the instrument jammed and the jaws would not open off of the lung. The case was completed with another device and with no pt consequence.